Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll w/ndl 21x1 rb experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 309575 batch no: 9248890. Per customer email: we received 3 ml syringes, manufactured by bd (catalog number 309575, lot number 9248890) and a syringe contained some black, powdery, foreign matter on the needle shaft of the syringe. So far only occurred to one syringe but need to notify bd for potential contamination on other syringes also. Per customer response email on 3/5/2020: the syringe was discovered on (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation: five photos and one loose 3ml syringe with needle attached was received and evaluated. It was observed there was visible clear liquid droplets inside the syringe and the cannula was completely covered in black foreign matter particulate. Visual inspection was performed, it is confirmed the needle discoloration. This discoloration occurred during the cannula processing; after this phenomenon was created, the needle is washed, clean, inspected. The discoloration will not come off. Additionally, as part of the needle assembly process a layer of silicone is applied to the needle. It wouldn¿t come off; if the surface is discolored even if it is rubbed with something. No corrective actions are necessary based on the defective rate identified. Batch 9248890 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the syringe 3ml ll w/ndl 21x1 rb experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 309575 batch no: 9248890 per customer email: we received 3 ml syringes, manufactured by bd (catalog number 309575, lot number 9248890) and a syringe contained some black, powdery, foreign matter on the needle shaft of the syringe. So far only occurred to one syringe but need to notify bd for potential contamination on other syringes also. Per customer response email on (B)(6) 2020: the syringe was discovered on (B)(6) 2020.